Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73f1900178 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The report states: we have an automatic hem-o-lok clip applier that has misfired, and it is not on the recall lot numbers. Is there any way to get a replacement for this defective one? It was purchased on (B)(4), product code ae05ml, lot number 73f1900178.